Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was separating from the pump case; the user temporarily secured the screen with tape, and a replacement device was provided with education on algorithm relearning. Symptoms included no reported changes in blood glucose. Outcomes included continued therapy without alarms or alerts and no medical intervention. Investigation included collection of device history and troubleshooting with user education. Investigation of this case revealed a hardware enclosure issue consistent with screen bezel separation of the display assembly; no performance issues affecting insulin delivery or user safety were identified. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or wear of the display bezel and housing interface.